Event description:
New information received notes that the patient initially presented remotely via merlin.net when the post-paced t-wave over-sensing was discovered. Programming changes were made. Patient was alerted and oriented, and there were no patient consequences reported.

Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.